Manufacturer narrative:
The device location was not provided, and it is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information. Date of event estimated.

Event description:
It was reported that the 5.0x80mm absolute pro self-expanding stent system (sess) shaft was defective and the stent could not be removed [remains in the anatomy]. There were no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
Complaint investigation summary: the device was returned for analysis. The reported deformation due to compressive stress was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As the reported difficulties were unable to be confirmed during return analysis, a conclusive cause for the reported difficulties cannot be determined. The noted gap in between the distal end of handle halves likely occurred due to handling or during packing for return analysis. There is no indication of a product quality issue with respect to manufacture, design or labeling.na.

Manufacturer narrative:
The device was returned for analysis. The reported product quality problem was able to be confirmed as there was a noted handle break. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It is possible that inadvertent mishandling during shipping/handling and/or during unpackaging/preparation for use resulted in the reported product quality problem/ noted handle break; however this cannot be confirmed. The investigation was unable to determine a conclusive cause for the reported/noted difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling.b1: adverse event/product problem updated. B2: outcomes attributed to ae updated. B5 - describe event or problem: revised. G3 - date received by mfg: updated to 12/14/2022, when the request was received and complaint was reassessed. H6 - codes 4614, 2687 and 2889 were removed and codes 2199, 4582 and 1506 were added; component code 4755 was removed; investigation findings 213 was removed and code 114 was added. H10 - additional mfg narrative: revised.

Event description:
Subsequently, after the final report was filed and upon further review of what was originally reported "the shaft was defective, so the stent could not be removed" can be conclude that the shaft was defective and the stent could not be deployed, as the device returned with the stent on the self-expanding stent system. No additional information was provided.